Event description:
It was reported that a pt was being transferred from bed to chair using the lifter when "it was noted to collapse with the resident in the sling, dropping resident forcefully into the chair." Nursing aide was pushing on the mast when this incident occurred. Resident sustained a subtle impacted fractured junction head, neck of radius, and small fracture in elbow.